Event description:
The device was used during an abdominal exploration. It was reported by the affiliate that laparosocopy started with a steel-trocar; the second trocar used was a 512sd. It was stated that there was an injury to the iliac after puncture. The procedure was converted to open, and a vascular graft was applied. It was stated that the product will be returned when it is received from the customer. Add'l info received on 4/1/97. It was clarified by the affiliate that the pt was a 31 year old female.